Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had efficacy, but was getting stimulation down their leg into their foot and they were having issues with toes curling. They denied any falls or accidents. They tried reprogramming, but was unsure when that occurred. The lead was removed and a new lead was implanted on the other side. The surgeon was able to remove the lead in its entirety. The issue was resolved.

Manufacturer narrative:
Corrections found in a4, b5, and h6. All relevant codes are present in this report, and any previous codes submitted not present in this report are no longer applicable. All relevant information is present in b5 in this report, and any previous information not present in this report is no longer applicable. For the previously present information that is now omitted from this report, please see MFR report # 3004209178-2020-01969. Continuation of d11: product ID 3889-28 lot# va0rm48 serial# implanted: (B)(6) explanted: (B)(6)product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient was having a burning feeling between the battery and lead. They also described ¿bilaterally burning of their upper and lower extremities.¿ the patient also felt that the battery site was uncomfortable, and they wished to have it moved to the opposite side. There were no known external factors that may have contributed to this issue, and when the patient saw the clinician in office, it was noted that there was a ¿problem with the lead.¿ however, it was stated that ¿impedance check ran today showed that everything was within normal limits;¿this does not seem to pertain to this event, as the lead was removed before ¿today.¿ the healthcare provider removed the old lead and placed a new lead to the right side and placed the ins on the left side. It was also stated that a new battery was used, but this contradicts all other information about the ins. It was noted that the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# va0rm48, implanted: (B)(6) 2015, explanted: (B)(6) 2016-, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient was having a burning feeling between the battery and lead. They also described ¿bilaterally burning of their upper and lower extremities.¿ the patient also felt that the battery site was uncomfortable, and they wished to have it moved to the opposite side. There were no known external factors that may have contributed to this issue, and when the patient saw the clinician in office, it was noted that there was a ¿problem with the lead.¿ however, it was stated that ¿impedance check ran today showed that everything was within normal limits;¿this does not seem to pertain to this event, as the lead was removed before ¿today.¿ the healthcare provider removed the old lead and placed a new lead to the right side and placed a new battery on the left side. It was noted that the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0rm48, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had efficacy, but was getting stimulation down their leg into their foot and they were having issues with toes curling. They denied any falls or accidents. They tried reprogramming, but was unsure when that occurred. The lead was removed and a new lead was implanted on the other side. The surgeon was able to remove the lead in its entirety. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.